Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory testing did not identify any lead characteristics that would have resulted in the perforation observed clinically.

Event description:
Boston scientific received information that at two weeks post-implant, the patient implanted with this right ventricular (rv) lead presented to the emergency room complaining of chest pain and shortness of breath. A perforation of the right ventricle was observed via x-ray. The patient was transferred to the implanting facility for chest tube placement and a lead revision. A transesophageal echocardiography (tee) performed in the operating room showed the lead was floating freely in the rv. While trying to reposition the lead, it took more than 30 turns for the helix to extend and retract. The lead was removed from the patient and tissue was noted on the helix. A new lead of the same model was implanted. No additional adverse patient effects were reported.